Event description:
Exercise client. During exercise class client was sitting on exercise ball (theraband professional exercise ball size 75 cm - blue). The ball burst causing client to fall to floor on buttocks. Client c/o slight buttock discomfort. This ball is also used for physical therapy pts.